Manufacturer narrative:
Checking the manufacturing charts of the components involved in the event, no pre-existing anomaly was found out. We will submit a final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6) 2025, due to dislocation. According to the information from complaint resource, the following components were removed: smr cementl. Rev. Stem ø14 mm (part code 1308.15.144, lot number 2311850, sterilization (B)(4). Finned reverse hum. Body 140° (part code 1352.15.051, lot number 2431803, sterilization (B)(4). Smr reverse liner + 3 mm (part code 1360.50.815 , lot number 23at40h, sterilization (B)(4). There were no broken or fragmented pieces. When this occurred, there was a suitable device available. The surgery was completed as intended. Previous surgery took place on (B)(6) 2025. The patient is a male, date of birth (B)(6) 1944. The event happened in the united states.